Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, an "cover-open" alarm occurred on the main pump and vent pump, and was displayed on central control monitor (ccm). The alarm sounded without cause, as both pumps' covers were closed. Afterwards, there was no error message on the ccm and the alarm continued to sound. After the user escaped from perfusion screen of the ccm, they entered the perfusion screen again, but the alarm was not canceled. After a reboot, the error was cancelled. The device was not changed out, as they continued to use it for the operation and there were no errors during the operation. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Software data logs were returned to the manufacturer for further evaluation. This event involved all four roller pump on one system, see the following mdrs also: 1828100-2013-00021, 1828100-2013-00023 and 1828100-2013-00024. Evaluation is in progress, but not yet concluded.